Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that lab staff noticed an unknown black substance along the edge of the control knob of a blazer open-irrigated catheter while in the box. No patient or procedure involved. Device will be returned.

Event description:
It was reported that lab staff noticed an unknown black substance along the edge of the control knob of a blazer open-irrigated catheter while in the box. No patient or procedure information was provided. Device has been returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that it was possible to observe a foreign material along the edge of the steering knob, confirming the reported event. The pouch of the device was unopened.